Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the following works were carried out: on-site power-on test, no fault was found. The device was dusted, and functional and safety tests were performed. All indicators met factory requirements. After connecting to the simulator for several hours, the function was normal and the device has been handed over to the customer for use. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) the device suddenly gave an alarm of system temperature is too high. After the fault was detected, the device was shut down and restarted, but the fault could not be eliminated. A spare machine was replaced, and no casualties occurred.